Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
Patient developed an infection that resulted in an ulcer that needed to be drained twice and was put on multiple courses of antibiotics.